Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was not feeling well due to a loss of av synchrony. Device replacement was recommended. The pacemaker was explanted and replaced with another device. This device has not been received for analysis. No additional adverse patient effects were reported.